Event description:
It was reported to philips that the system failed to boot, preventing imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.